Event description:
Reportedly, during the last follow up on (B)(6) 2026, the atrial lead impedance suddenly dropped from 558 ohms, (B)(6) 2025, to less than 200 ohms (in bipolar mode), with significant impedance variation observed. Additionally, episodes with ventricular oversensing were recorded. For these reasons, the atrial pacing and sensing polarity was changed from bipolar to unipolar.

Event description:
Reportedly, during the last follow up on 7 january 2026, the atrial lead impedance suddenly dropped from 558 ohms (16 july 2025) to less than 200 ohms (in bipolar mode), with significant impedance variation observed. Additionally, episodes with ventricular oversensing were recorded. For these reasons, the atrial pacing and sensing polarity was changed from bipolar to unipolar.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Review of the patient files showed since mid of may, atrial impedance measurements were below 200 ohms. A ¿mode switch¿ episode recorded on 6 june 2025 at 16h13 showed for the first time presence of non-physiological artefacts on the atrial channel, leading to atrial oversensing. Based on observations made from device memory on the atrial lead (low pacing impedance, non-physiological artefacts and low pacing amplitudes), these findings are suggestive of an atrial lead integrity issue. During the previous follow-up on 7 january 2026, the pacing and sensing configuration was changed from bipolar to unipolar, which (temporarily) improved the situation. Therefore, close clinical and device monitoring is strongly recommended. Device reprogramming to review the use of the atrial lead may be considered. Otherwise, a reintervention on the atrial lead is recommended; however, the decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering whether to extract the lead or to cap and leave it in situ. This case is retained for trending purposes.